Manufacturer narrative:
(B)(4). These events were reported to FDA on january 31, 2013 within a retrospective summary report. The FDA approval number for this summary report is (B)(4). The total number of events being summarized for product code nik is 994, includig the 3500a event and events detailed in the xls. This retrospective review was performed following our firm's change in medical device reporting criteria. These reports represent events with alert dates in the two years prior to that change in reporting criteria. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 implantable pacing lead: (B)(6) 2006. 407645 implantable pacing lead: (B)(6) 2005. (B)(4).

Event description:
It was reported that the device lasted less than 5 years. The device was explanted and replaced. No patient complications were reported as a result of this event.